Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4).

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for treatment of stones in the common bile duct of a female patient in her (B)(6). (Patient exact age and weight are unknown). As the stent delivery system was being advanced through the scope, the delivery system's pull wire began to exit the exchange port and the stent deployed inside the olympus ercp scope (model unknown). The delivery system was first removed from the scope, and then the scope was removed from the patient. A pigtail catheter was used to remove the stent from the scope. The procedure was completed with another rapid exchange biliary stent system with no reported patient complications. The patient was reported to be fine after the procedure.

Event description:
Per the clinic the patient was explanted due to migration of the electrode array.the patient was explanted (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.